Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, additional information was received stating that the index procedure was performed on the 75% stenosed mid-left anterior descending artery, and that the previously reported heart failure event did not occur. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that approximately 5 months after the promus stent implantation, the patient was hospitalized with a diagnosis of heart failure. The treatment is unknown. The heart failure resolved about 1 month later. Approximately 10 months after the promus stent implantation, the patient was hospitalized for a non-st elevation myocardial infarction and treated with medication (lasix). No intervention was performed. No additional information was provided.